Manufacturer narrative:
H4: the lot was manufactured in march 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing disconnected from the equipment chamber for two (2) continu-flo solution sets. The issue was identified during patient infusion and when changing an unspecified infusion bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.